Event description:
No patient involvement: the complainant reported that the purge disc holder within the automated impella controller (aic) had broken off. There was no noted patient harm resulting from the damaged component.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The failure modes will be monitored and trended.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The purge pressure sensor assembly was replaced. The root cause of this issue was most likely a purge disc retainer.